Event description:
The customer stated phenobarbital quality control cvs were high for all three levels on an architect c4000 analyzer. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). The investigation determined three lots of phenobarbital reagent (52803un12, 62299un12, and 85773un12) have exhibited increased imprecision associated with the aging of the reagents. The issue is driven by flocculation in the r2 reagent. Customers have been instructed to discontinue use of these three lots and destroy any remaining inventory. A replacement lot with reduced dating is available to customers.

Manufacturer narrative:
(B)(4). The investigation determined three lots of phenobarbital reagent (52803un12, 62299un12, and 85773un12) have exhibited increased imprecision associated with the aging of the reagents. The issue is driven by flocculation in the r2 reagent. Customers have been instructed to discontinue use of these three lots and destroy any remaining inventory. A replacement lot with reduced dating is available to customers.